Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that (B)(6) 2026, a 19mm sjm regent heart valve w/ flex cuff was chosen for a procedure. During the procedure, one of the leaflet came out & went to left ventricle (lv).